Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2007 and presented on (B)(6) 2018 with topographical changes in the left eye post lasik in 2007. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient complained of blurry vision in the left eye. Patient does not see as well as the right eye which was demonstrated in the manifest refraction. Patient reported symptoms are interfering with daily activities. Patient is not upset, she understands what is happening. She is getting some glasses made for night driving. Patient is not eligible for an enhancement.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.